Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal left circumflex artery that was heavily calcified, mildly tortuous and 90% stenosed. Resistance was met during advancement of the nc trek balloon dilatation catheter and during pre-dilatation, the balloon ruptured during the first inflation at 12 atmospheres. The device was removed without issue and another device was used to treat the lesion; however, the lesion could not be sufficiently dilated for stent placement, so only balloon dilatation was performed. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.